Manufacturer narrative:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center. During visual inspection of the device, power connector of the unit was damaged, and the unit can't be powered on in order to be able to collect the error log/machine hours. This report is being submitted for the damage found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device was scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center. During visual inspection of the device, power connector of the unit was damaged, and the unit can't be powered on in order to be able to collect the error log/machine hours. This report is being submitted for the damage found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device was scrapped.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.